Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient was not able to hear well. Testing carried out showed that the device has malfunctioned. 8 of the 12 electrode channels show high impedance.